Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose levels and vomiting blood. The customer's blood glucose level was between 300 and 400 mg/dl. The customer was wearing the device at the time of admission. The cause was due to diabetic ketoacidosis and gastroparesis. Nothing was replaced or returned.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.